Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1230301) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the "device jammed while the physician was shuttling down". The physician got the device to work by adding extra force and deployed the sealant. After a 3 minute hold the physician noticed a hematoma (less than 6cm) forming at the access site. A femostop was applied for 3 hours per the physician's protocol. The hematoma was resolved with no further complications noted. The patient was reported as hospitalized for an unrelated and unspecified reason. No further information is available.